Manufacturer narrative:
The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to bia-alcl.

Event description:
Physician reported unknown side bia alcl. The status of the device is unknown.